Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the corrosion found on the device had no control knob movement resulting likely the result of mechanical stress and wear of the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject surgical scope device exhibited no movement on the control knob. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated information: d4 - primary UDI number, h2.